Event description:
Patient underwent total hip arthroplasty on (B) (6) 2003. The patient complained of pain in her hip and a revision surgery took place on (B) (6) 2010; foreign black material was noted around the taper. The acetabular liner and modular head were removed and replaced.

Event description:
Patient underwent total hip arthroplasty on (B) (6) 2003. The patient complained of pain in her hip and a revision surgery took place on (B) (6) 2010; foreign black material was noted around the taper. The acetabular liner and modular head were removed and replaced.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on april 12, 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event. (B) (4)

Manufacturer narrative:
Evaluation of the returned component found evidence of dents and scratches along the edge and the inner spherical radius has light wear abrasions on the surface. Evaluation of the modular head component removed during this revision procedure confirmed the presence of black substance in the inner taper which may be debris from the fretting of tapers. (B) (4).